Manufacturer narrative:
Evaluation completed. One opened bl5425wv pack from lot v6816 was returned. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. The aspiration line was not fully seated on the back cap and was loose. A functional test was performed using a stellaris pc system. The inner needle was binding up and blocking the port, prevent cutting and aspiration. In addition air leaks at the location of the aspiration line and the back cap (where the tubing was not fully seated). The cutter experienced intermittent loss of vacuum during functional testing. It should be noted that both a bent needle and an air leak could contribute to intermittent cutting and aspiration loss. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported the vitrectomy cutter kept stalling out when they pressed the foot pedal, and there was a long delay. It would start and stop during the procedure with patient contact. They opened a backup pack and proceeded with the surgery with no other issue. There was no medical intervention required, and no impact to the patient.